Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that patient got a urinary tract infection (uti) several days after using the purewick female external catheter. It was noted that patient had been using products for less than 2 weeks. It was unknown if the catheter contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient got a urinary tract infection (uti) several days after using the purewick female external catheter. It was noted that patient had been using products for less than 2 weeks. It was unknown if the catheter contributed to the urinary tract infection at this time and medical intervention was unknown.